Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A osseotite® implant 4 x 13mm (oss413) was returned for investigation. Visual inspection of the as returned product identified excessive bone and fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is #12 and usage of length is approximately 4 years. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2015111117). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015111117) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. The following sections have been updated: g7: checked "follow-up".

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (oss413) was removed due to implant fracture at tooth location 12.